Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. On march 26, 2024, flowrate issue was observed at zyno medical llc during calibration. This issue is traced to maintenance as there were no preventive maintenance activities performed during 2023. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
During preventive maintenace testing it was discovered that pump had flow rate issue. There was no patient involvement at the time of preventive maintenance.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon further evaluation, it has been determined that there was no flow rate failure. Reference to complaint #(B)(4).